Manufacturer narrative:
The repeat result of 11.8 u/ml was considered correct. Qc was not within range before the second measurement. The provided data do not indicate a reagent issue. The investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
The e801 module serial number was (B)(6). The calibration was last performed on 11-jun-2024 and it was acceptable. The alarm trace showed multiple "detection of clots in the sample" and "foam detection in the sample" alarms indicating possible sample quality issues. The investigation is ongoing.

Event description:
We received an allegation about discrepant results for 1 patient serum/plasma sample tested with elecsys ca 19-9 assay on a cobas e801 immunoassay analyzer. Initial result: 723 u/ml. The patient questioned the initial result as it did not match a result that was obtained at a different laboratory. On (B)(6) 2024 the sample was then repeated and the repeat result was 11.8 u/ml.